Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: according to the customer report, after preparing avastin, a thread-like suspended particles were observed in the IV bag. Please investigate what these particles are. Please verify this as soon as possible. Additional information provided: ((B)(6) 2026_(B)(6)). What color are the particles? White (it might be due to the lighting). Does the material match that of the bottle stopper? No, it does not. Was the bottle opened using another tool? Unknown. Thank you.